Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported by mps on june 13th that surgeon was not able to keep the mics handpiece handle steady while he was making the cuts. It was detected the handle has one missing screw and other one loose that makes handle has unexpected movements . It was not able to determine where the missing screw is. Attached video and pictures for reference. Product evaluation and results: mics-209063 sn#: (B)(6). RMA#275116 inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual missing screws. Disposition: rtv. Inspected by: (B)(4). Product history review: device history records indicate (B)(4) devices were manufactured under lot k07sp and 25 were accepted into final stock on 7/29/16. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to parts in lot number k07sp, p/n 209063 shows 01 other complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.

Event description:
It was reported by mps on june 13th that surgeon was not able to keep the mics handpiece handle steady while he was making the cuts. It was detected the handle has one missing screw and other one loose that makes handle has unexpected movements . It was not able to determine where the missing screw is. Attached video and pictures for reference. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported by mps on june 13th that surgeon was not able to keep the mics handpiece handle steady while he was making the cuts. It was detected the handle has one missing screw and other one loose that makes handle has unexpected movements . It was not able to determine where the missing screw is. Attached video and pictures for reference. Case type: tka.